Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was 102 mg/dl. The customer stated that the air bubbles is in reservoir. The customer was advised to deliver a 5 units fixed prime until air bubbles are no longer visible. Customer stated that did not see any insulin coming out the needle. Customer run fill cannula 5.0 again. The customer stated that the air bubbles does appear a little smaller. The customer is changing set/reservoir.